Event description:
It is reported that the surgeon saw on x-ray that the inner part on the bushing had backed out. During revision surgery, it was discovered that the bushing had broken in half.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the tines of the inner pin have fractured and were not returned. It is possible that the fracture of the pin was caused by the pt not following the recommendations in the zimmer (B)(4) total elbow booklet included with the implant, which states that the pt must not lift more than five pounds with the operated arm. The design of the pin has been improved to potentially reduce the likelihood of failure in cases the device is used outside of recommendations. The device in this case was manufactured prior to this new design. Eval: review of the device history records did not find any deviations or anomalies. Inner and outer pin meet print specification where measured. The inner pin is fractured, the humeral bushings returned are damaged and a dimensional eval was not performed. Zimmer, inc considers the investigation closed.